Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Device evaluated by bd

Event description:
It was reported that the pump modules had cracks on external door hinge. There was no patient impact.

Event description:
It was reported that the pump modules had cracks on external door hinge. There was no patient impact.

Manufacturer narrative:
Additional information : remedial action required and remedial action #.